Event description:
Seroma: graft was placed in the upper arm for av access in a 10 mm tunnel. A post-operative seroma developed. Serous fluid leaked out the entire length of the graft. There was a reintervention to drain the fluid. Topical thrombin was used on the graft surface. The graft remains implanted without further weeping.